Manufacturer narrative:
Evaluation summary: two viscoelastics were indicated, only one is qualified for this lens with the qualified cartridge combinations. Associated cartridge and handpiece were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause. Haptic manufacturing is a validated process with multiple inspections to verify the quality of the produced haptic material. These inspections include a verification of the dimensional accuracy, tensile strength, flexibility and cosmetic appearance. The inspections ensure that the material meets all required specifications before it is allocated for use. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported an that an intraocular lens (iol) was "explanted" and also reported that the lens was "opened and not used". Additional information was provided that in the surgeon's opinion the event was due to a distorted posterior trailing haptic. A posterior capsule rupture occurred. The procedure was not completed with a new lol.